Manufacturer narrative:
Integra has completed their internal investigation on 08jun2016. The device was not returned for evaluation. However, the reporting facility provided a picture of the condition. It was noted that the tubing was very near to the sealing area of the package but it has not been possible to identify if the tubing was in contact with the sealing area of the package. Device history record (DHR) of manufacturing lot 1160438 of cusa, 36 khz manifold tubing set, was reviewed. Cusa excel manifold tubing finished goods (fg) lot 1160438 was manufactured on 02/17/16 and its expiration date is 2019-02. No anomalies were found during the DHR review. No similar complaints related to ¿the tip jumps out of the box when opening and that makes it unsterile¿ have been reported for this fg lot 1160438. After reviewing the complaint system since 2014 only this complaint has been reported regarding the condition ¿the tip jumps out of the box when opening and that makes it unsterile.¿ approximately (B)(4) units of cusa excel manifold tubing products have been shipped for sales purposes since 05/09/14. As of 05/09/16, resulting in a complaint occurrence rate of approximately (B)(4). Based on the information provided on the complaint record and the evaluation of the picture provided by the reporting facility, the reported incident (the tip jumps out of the box when opening and that makes it unsterile) could not be confirmed. The root cause for the reported condition may be related to the handling of the product.

Event description:
The customer reported a general issue stating that the tip of the device jumps out of the box when opening and that makes it unsterile. They should be secured in the box. Additional information received on 10may2016 with the following: the issue led to an increase in surgery time of a few minutes. They only have this lot (lot number: 0000001160438) but they are opening the packages very carefully. The issue did not have an impact on the patient or surgery.